Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that he has been getting no delivery alarms. They have also changed the infusion set. Customer's blood glucose level was 381 mg/dl. The device was not returned.